Manufacturer narrative:
It has been reported that the patient's weight is approximately (B)(6). The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6), 2011. According to the complainant, during the procedure, the clip grasped onto tissue however, the clip failed to release from the catheter. When they went to remove the device, the clip slipped off the tissue. The clip was removed with the delivery system. It was reported that there was no damage to the tissue or additional bleeding cause by this event. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.